Event description:
It was reported that during surgery, the patient received inappropriate therapy. Although a magnet was placed to inhibit therapy during electrocautery use, it is believed that the magnet fell off resulting in inappropriate therapy due to the emi. Review of the episodes showed a high, out of range high voltage lead impedance measurement during therapy. A lead integrity shock was performed with normal high voltage lead impedance measurements. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.